Event description:
The customer reported that an 840 ventilator had a unresponsive keyboard. Covidien was not authorized to repair the vent. The customer reported to have replaced the keyboard. The unit passed extended self-testing.